Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist (tss) identified that the server was not communicating with the test station despite the server site down query showing no issues. Synchronization status showed the last full download was not current, while station time was correct. Following knowledge article devices unable to reconnect following 1.7.4 upgrade - there was no space available in the reliable channel's transfer window, data synchronization logs revealed inbound messages stuck in new status. The issue was escalated to product support engineer, who identified an incorrect source server and data base server name configured during update 1. The mismatch was validated via the provision portal and powershell review of the env connection string. Se team followed knowledge article medes - 1.11 update 1 failure - inbound processor cannot process new messages to correct the configuration by updating the database server value and completing remediation steps, which restored message processing and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating. However, there were no delay to patient care and adverse events or injuries reported based on this incident.